Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain. The patient wanted device removed. The ipp was explanted. No further patient complications reported.